Event description:
It was reported with the use of the bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes there was an issue with embedded foreign matter in tube.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for embedded foreign matter in the tube with the incident lot were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the issue of embedded foreign matter through a CAPA and potential causes have been identified. As a result, corrective actions have been established and were implemented. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for embedded foreign matter in the tube with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause for embedded foreign matter and printing defects has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to the issue of embedded foreign matter. The investigation has identified the most likely root causes and corrective actions were implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with the issue of embedded foreign matter. The investigation has identified potential root cause(s) for this issue and corrective actions were implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes there was an issue with embedded foreign matter in tube.